Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy and the patient¿s peritonitis which required hospitalization. However, there have been no reported allegations nor is there any objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-known potential complication in pd patients and touch contamination of the pd system is a significant risk factor for infection. The patient¿s pd nurse reported the patient¿s peritonitis infection was caused by contamination; therefore, it is reasonable to suspect the cause of the patient¿s peritonitis was associated with contamination or a breach in aseptic technique during pd treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) therapy contacted customer support and reported they may have an infection. The patient did not report any signs or symptoms during the call and there were also no reported fresenius device malfunction or product deficiency. During follow-up with the pd nurse, it was reported the patient had peritonitis and required hospitalization. Per the nurse, the patient¿s pd effluent was positive for bacteria (organism not reported; unknown). The patient was treated with the antibiotic vancomycin (unknown dose, route, frequency and duration) and reportedly continued pd therapy while hospitalized. Further details surrounding the patient¿s hospitalization course are unknown. The patient was discharged and is recovering from the peritonitis event. The nurse reported the cause of the patient¿s peritonitis was contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.